Manufacturer narrative:
The device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer's report: 1627487-2010-01623. The patient received her scs system consisting of an ipg and a paddle lead on (B)(6) 2007. It was reported that the patient was not receiving adequate coverage and the entire system was replaced on (B)(6) 2008. The explanted lead and ipg were returned to ans for analysis. No further information is available.